Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician identified a malfunction with the locking hub during chronic hemodialysis catheter placement at right internal jugular vein under fluoroscopy guidance. The issue was resolved by inserting a new catheter. There was no therapy delay or patient harm associated with this event.

Event description:
It was reported that the physician identified a malfunction with the locking hub during chronic hemodialysis catheter placement at right internal jugular vein under fluoroscopy guidance. The issue was resolved by inserting a new catheter. There was no therapy delay or patient harm associated with this event.

Manufacturer narrative:
(B)(4). The customer returned one vectorflow kit for analysis. Signs of use were observed. Visual analysis revealed that the blue venous pinch clamp was deformed. The pinch clamp material was lighter in color at the bent area of clamp, indicating stress. No other defects or anomalies were observed. Manufacturing was contacted and stated that the pinch clamps are inspected during the manufacturing process. The catheter assembly is inspected , where it is verified that the component includes the pinch clamp and that the clamp is placed correctly. Additionally, the pinch clamps are inspected during a sampling inspection. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit states, "examine catheter and extension lines before and after each treatment for any signs of damage." The complaint was confirmed through investigation of the returned sample. Visual inspection revealed that the blue venous pinch clamp was deformed. The pinch clamp material was lighter in color at the bent area of clamp, indicating stress. A device history record (DHR) review was performed, and no relevant findings were identified. Manufacturing was contacted and confirmed that the pinch clamps are inspected during the manufacturing process. According to the customer report, damage was found during use. Based on the report received and the sample returned, it was determined that unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that the physician identified a malfunction with the locking hub during chronic hemodialysis catheter placement at right internal jugular vein under fluoroscopy guidance. The issue was resolved by inserting a new catheter. There was no therapy delay or patient harm associated with this event.